Manufacturer narrative:
The reported event of trigger gets stuck causing the potential for unintended energization was not able to be confirmed by a manufacturer service technician. In functional evaluation, the service technician was not able to find failures related to the reported event. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was repaired, cleaned, lubricated and adjusted before being returned to the customer.

Event description:
It was reported that during testing conducted at the user facility the trigger of the device was getting stuck, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the trigger of the device was getting stuck, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.